Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 1257045-not valid,b40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, vaginal delivery, burning micturition and menorrhagia. Previously administered products included for an unreported indication: zoloft, mirena and depo provera. Concurrent conditions included uti. Concomitant products included ethinylestradiol;levonorgestrel (lutera) since 2013 to (B)(6) 2014, paracetamol (tylenol) since (B)(6) 2016 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion ("expulsion/ expulsion of essure device"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain/ lower back pain"), headache ("headaches,"), migraine ("migraines / headaches") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), psychological trauma ("psych injury"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal, pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods") and nausea ("nausea.") And was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, psychological trauma, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, nausea and hormone level abnormal outcome was unknown and the device expulsion, dysmenorrhoea, dyspareunia, back pain, headache, migraine and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, expulsion, psych injury, migration: no. Essure coil was placed in the right tube: it was advanced to the black stop line, the sheath was withdrawn to reveal the gold and green placement markers, the coils were deployed and the sheath was removed, leaving 6 visible coils.the coil deployed prematurely with first contact with the tube, so it had to be removed. A replacement coil was advanced into the left tube. It advanced about half-way, then the patient complained of pain and was unable to hold still. The coil was deployed, leaving at least 15 coils visible diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) result - migration. Ultrasound scan - on (B)(6) 2014: result : total bilateral occlusion; on (B)(6) 2016: left essure coli not seen. Right essure coil in proper place in uterine cornu. Normal ovaries. Lot number: b40017 manufacturing date: 2013/05 expiration date: 2016/05/31. Lot number (1257045 )- not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 1257045-notvalid, b40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, vaginal delivery, burning micturition and menorrhagia. Previously administered products included for an unreported indication: zoloft, mirena and depo provera. Concurrent conditions included uti. Concomitant products included ethinylestradiol;l evonorgestrel (lutera) since 2013 to (B)(6) 2014, paracetamol (tylenol) since (B)(6) 2016 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced device expulsion ("breakage/ expulsion: expulsion/ expulsion of essure device"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain/ lower back pain"), headache ("headaches,"), migraine ("migraines / headaches") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), psychological trauma ("psych injury"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal, pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods") and nausea ("nausea.") And was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, psychological trauma, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, nausea and hormone level abnormal outcome was unknown and the device expulsion, dysmenorrhoea, dyspareunia, back pain, headache, migraine and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, expulsion, psych injury, migration: no. Essure coil was placed in the right tube: it was advanced to the black stop line, the sheath was withdrawn to reveal the gold and green placement markers, the coils were deployed and the sheath was removed, leaving 6 visible coils.the coil deployed prematurely with first contact with the tube, so it had to be removed. A replacement coil was advanced into the left tube. It advanced about half-way, then the patient complained of pain and was unable to hold still. The coil was deployed, leaving at least 15 coils visible diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) result - migration. Ultrasound scan - on (B)(6) 2014: result : total bilateral occlusion; on (B)(6) 2016: left essure coli not seen. Right essure coil in proper place in uterine cornu. Normal ovaries. Most recent follow-up information incorporated above includes: on 12-nov-2019: ¿update of information (batch is notvalid)¿. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 1257045, b40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum depression, vaginal delivery, burning micturition and menorrhagia. Previously administered products included for an unreported indication: zoloft, mirena and depo provera. Concurrent conditions included uti. Concomitant products included ethinylestradiol;levonorgestrel (lutera) since 2013 to june 2014, paracetamol (tylenol) since february 2016 and transcutaneous electrical nerve stimulation (tens therapy) (aleve tens device direct therapy unit) since february 2016. On (B)(6) 2014, the patient had essure inserted. In february 2016, the patient experienced dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), back pain ("back pain/ lower back pain"), device expulsion ("breakage/ expulsion: expulsion/ expulsion of essure device"), headache ("headaches,"), migraine ("migraines / headaches") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), psychological trauma ("psych injury"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal, pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods") and nausea ("nausea.") And was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, psychological trauma, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, nausea and hormone level abnormal outcome was unknown and the dysmenorrhoea, dyspareunia, back pain, device expulsion, headache, migraine and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, expulsion, psych injury, migration: no. Essure coil was placed in the right tube: it was advanced to the black stop line, the sheath was withdrawn to reveal the gold and green placement markers, the coils were deployed and the sheath was removed, leaving 6 visible coils.the coil deployed prematurely with first contact with the tube, so it had to be removed. A replacement coil was advanced into the left tube. It advanced about half-way, then the patient complained of pain and was unable to hold still. The coil was deployed, leaving at least 15 coils visible diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) result - migration. Ultrasound scan - on (B)(6) 2014: result : total bilateral occlusion; on (B)(6) 2016: left essure coli not seen. Right essure coil in proper place in uterine cornu. Normal ovaries. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs and mr received. Lot number received. New events: migraines / headaches, abdominal pain lower were added. New reporters, plaintiffs information added. Concomitant conditions, drugs and historical conditions, drugs were added. Lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), psychological trauma ("psych injury"), dysmenorrhoea ("dysmennorhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal, pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods"), device expulsion ("breakage/ expulsion: expulsion"), nausea ("nausea.") And headache ("headaches,") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, psychological trauma, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, device expulsion, nausea, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, expulsion, psych injury, migration: no. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) result - migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury was replaced with dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods, expulsion,migration, psych injury, hormonal changes, headaches, nausea added. Lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.